Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of three photographs of a device. The photographic inspection confirms that the loading unit displays a full complement of staples and is engaged in interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while changing the cartridge during an open procedure for rectal cancer, the stapler was unable to close. The two halves did not join and lock into place as usual at the hinge pin. The white flag interlock was not engaged. They had to open a new stapler in order to complete the case. There was no patient injury.